Event description:
During ptca/stent placement to rca, vessel perforated causing tamponade. A jomed stent was placed, however, pt remained hemo dynamically unstable and went immediately to o.r. For pericardiocentsis with eva of pericardial fluid. In the process of trying to place jomed stents, two jomed stents were lost in the pt. Pt died 2002 of multi system failure.